Event description:
Hyperglycaemia [hyperglycaemia], after trying to inject 17 u, the memory display showed 0 [device information output issue], the pen was defective and no insulin [device failure], the selected dose was not injected;insulin level in cartridge decreased;it was impossible to know the injected dose [incorrect dose administered by device]. Case description: this serious spontaneous case from france was initially reported by consumer and later confirmed by a pharmacist as "hyperglycaemia" with an unspecified onset date, "after trying to inject 17 u, the memory display showed 0" with an unspecified onset date, "pen was defective and no insulin " with an unspecified onset date, "the selected dose was not injected;insulin level in cartridge decreased;it was impossible to know the injected dose" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date due to "type I diabetes mellitus". Patient's height, weight and bmi were not reported. Medical history included type I diabetes mellitus (since 2016), lantus. Concomitant medications included novorapid penfill solution for injection, 100 u/ml 03/--/2018 to unk and lantus. It was reported that the pen was defective and there was no insulin. The selected dose was not injected. The pen was blocked with the memory display showed "0" in dose despite the insulin level in cartridge decreased leading to hyperglycaemia (3.39 g/l) one night (date unknown). It was impossible to know the injected dose. Action taken to novopen echo was reported as unknown. The outcome for the event "hyperglycaemia" was unknown. The outcome for the event "after trying to inject 17 u, the memory display showed 0" was unknown. The outcome for the event "pen was defective and no insulin " was not reported. The outcome for the event "the selected dose was not injected;insulin level in cartridge decreased;it was impossible to know the injected dose" was not reported. This case was re-classified from non-serious to serious device case by the reporter on 11-jun-2018 due to addition of the seriousness criteria "medically significant".

Event description:
Case description: investigation results: name: novopen® echo® rouge: batch: evg3010-1. The electronic register was checked. The readout revealed indications of use of the pen with a clogged needle attached. Visual and functional examinations were performed. The function of the piston rod was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The memory display mirrored all expelled dose sizes selected by random correctly. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. It was not possible to observe any of the alleged faults. All mechanical functions were found to be normal. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines (- -) after the attempted injections. The observed problem is caused by unintended use of the device. Since last submission the case has been updated with the following: novopen echo expiration date added. Investigation results, manufacture comments, narrative updated accordingly. Manufacturer's comment: 11-jul-2018: no faults were found on the returned device novopen echo and investigation of the electronic register revealed indications of use of the pen with a clogged needle attached. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines after the attempted injections. The observed problem was caused by unintended use of the device/ user error. Hence it is not possible to find similar incidents to the one reported in argus case: (B)(4). Device evaluated by MFR: evaluation summary: name: novopen® echo® rouge: batch: evg3010-1. The electronic register was checked. The readout revealed indications of use of the pen with a clogged needle attached. Visual and functional examinations were performed. The function of the piston rod was found to be normal. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The memory display mirrored all expelled dose sizes selected by random correctly. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. It was not possible to observe any of the alleged faults. All mechanical functions were found to be normal. The memory data in the device revealed that a number of attempted injections did not turn out to be successful and that this was caused by no flow in the delivery system. This also made the memory display warn the user by showing two lines (- -) after the attempted injections. The observed problem is caused by unintended use of the device.